Manufacturer narrative:
H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During visual inspection of the machine, the technician found a cracked/disconnected tube which was reconnected to address the issue. Additional information regarding the repair was not provided. The serial number of the device was unknown so a service history review could not be conducted. The reported condition was verified. The cause of the leakage event was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an unspecified location on an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.